Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an alert for high, out of range high voltage lead impedance was observed. The physician decided not to take any action. The patient was in good condition.